Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The difficulty advancing was not tested due to the tip separation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation was unable to determine a cause for the reported difficulties. It may be possible that the clearance between the guide wire and inner lumen of the supera was reduced such that resistance was encountered during advancement causing the devices to become stuck together. Additionally, removal with the inner member stuck on the wire may have resulted in the tip ultimately separating; however, this could not be confirmed and a definitive cause for the difficulties could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the supera stent delivery system was advanced on the guide wire. Resistance was noted during advancement and the stent delivery system separated into two segments, at a location outside the patient anatomy. The device separated before entering the sheath or patient anatomy. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.